Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: the monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered from the event. A review of download data does not indicate any device malfunction contributing to the treatment event. The device deployed gel prior to the treatment. The download data indicates that the monitor response buttons were functional, and that they were pressed shortly after the treatment was delivered. The impedance during the treatment (97 ohms) was within the normal operating range. Inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion. Poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(6). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. (B)(4).

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate treatment event while at home. Motion artifact contributed to the false detection. The patient was conscious at the time of the event. The patient and her daughter reported that they pressed the response buttons but the buttons did not delay treatment. Download data indicates the response buttons were pressed shortly after the treatment. The patient reported that the skin under the therapy electrodes was red and sore following the treatment. The patient ended use of the lifevest. It is unknown whether the patient sought medical attention.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: the monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered from the event. A review of download data does not indicate any device malfunction contributing to the treatment event. The device deployed gel prior to the treatment. The download data indicates that the monitor response buttons were functional, and that they were pressed shortly after the treatment was delivered. The impedance during the treatment (97 ohms) was within the normal operating range. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion poor ECG contact with skin inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
Additional information - 10/10/2017: on (B)(6) 2017 the patient's sister reported that the patient was burned during the treatment on (B)(6) 2016. The sister reported that the patient had been badly burned by the lifevest treatment and that the patient was taken to the hospital to get her skin treated. The sister reported that the patient was in bandages and that her doctor prescribed a medication for the skin that had to be used for about 4 months to heal the skin. The burn was reported to be under all three therapy electrodes. The sister reported that the skin was completely healed now but had a little bit of "marking" on her back. Per review of the downloaded flag data, the device deployed gel prior to the treatment. The impedance during the treatment (97 ohms) was within the normal operating range. No indication of a device malfunction contributing to the reported burn during the treatment event. A us distributor contacted zoll to report that a patient experienced an inappropriate treatment event while at home. Motion artifact contributed to the false detection. The patient was conscious at the time of the event. The patient and her daughter reported that they pressed the response buttons but the buttons did not delay treatment. Download data indicates the response buttons were pressed shortly after the treatment. The patient reported that the skin under the therapy electrodes was red and sore following the treatment. The patient ended use of the lifevest. It is unknown whether the patient sought medical attention.